Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg8ul0a02 implanted: explanted: product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) ubd: 03-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose rate via implanted infusion pump. Catheter deformation was reported. It was further indicated that during the pump implantation surgery, upon opening the ascenda catheter package and handling the catheter connector, the physician noticed that it was deformed. The metal part inside the catheter connector was bent. The healthcare provider requested an investigation into the cause. No patient sign/symptoms were reported.

Manufacturer narrative:
H3: analysis of the catheter identified that one of the fingers of the collet was bent. Analysis did not identify any damage to the catheter-to-catheter pin housing. Based on analysis, it was not identified when the damage seen to the collet tabs and bent pin had occurred. H6: update/correction: the previously applied device code a04 has been replaced with a040609. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# hg8ul0a02, product type: catheter. H6: updated eval code conclusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer. It was reported that the patient's medical history included cerebral palsy (spasticity). The pump serial number and implant date were provided. The initial reason for the pump implantation procedure was unknown. The report that the metal part inside the catheter connector is bent referred to the connector used to join catheters together. The event did not have a health impact on the patient. A new catheter connector was used as a replacement to resolve the metal part inside the catheter having been bent. Upon opening the package and taking the catheter connector in hand, the deformation was noticed when attempting to insert the catheter.